Manufacturer narrative:
Product complaint # (B)(4). Additional product code: jey, gxr. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient developed an infection, and a new patient specific implant (psi) has been requested. The patient had implants on (B)(6) 2021. The implant was removed (B)(6) 2021, due to infection. It was unknown if the removal surgery completed successfully. The patient outcome was fine. This complaint involves an unknown number of devices. This report is for (1) ti matrixneuro screw self-drilling 4mm. This report is 11 of 15 for (B)(4).